Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer when connecting an infusion port for a patient's immunotherapy of pembrolizumab injection for malignant tumors, the nurse noticed a leak at the end of the steel needle where it connects to the butterfly needle when using a precharge for a routine flush. Needle removed and replaced immediately.